Event description:
Following adenotonsillectomy, pt was observed to have swollen, shiny upper lip and grayish discolorations on pt's lower lip. The bovie pad and mouth gag appeared unremarkable, and are undergoing biomed review, which is currently inconclusive. Pt was referred for allergy/immunology to rule out allergic reaction.